Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device is unexpectedly powering off. There were no reports of any adverse effects to the patient as a result of the reported issue.

Event description:
The customer contacted stryker to report that their device is unexpectedly powering off. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker downloaded the device's electronic records from the event for review and observed that both of the device's batteries were depleted prior to the device shutting down. Stryker determined that the cause of the reported issue was due to user error as the user failed to install charged batteries in the device prior to use. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.